Event description:
According to the complaint, on (B)(6) 2024 the abl90 flex blood gas analyzer (serial number: (B)(6)) performed an automatic qc check, which failed, and error code 0589 was shown. The customer did not notice the failed qc and proceeded with the analysis; samples were then measured on the abl90 flex blood gas analyzer with the following results obtained: sodium (na): 159mmol/l. Comparison na result from the lab: 140mmol/l. Anion gap: 42.5mmol/l. Comparison anion gap result: 12.6mmol/l based on these, the customer had reported the na result of 159mmol/l, and anion gap of 42.5mmol/l as false high.

Manufacturer narrative:
Radiometer investigations of the provided data logs, showed that the issue might be due to non-device related factor.